Manufacturer narrative:
Continuation of d10: product ID tm91d0 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a patient with a deep brain stimulation implantable pulse generator (ipg) went through an airport detector, the stimulator went offline and the handset and communicator would not connect to the stimulator. The patient was unable to turn bluetooth back on after toggling it off. Troubleshooting steps included a hard reset on the communicator, toggling bluetooth off and attempting to turn it back on, and multiple connection attempts between the smart programmer, communicator, and stimulator. The patient was eventually able to connect to bluetooth again and subsequently connect the smart programmer and communicator to the stimulator. The troubleshooting steps taken resolved the issue. No patient complications have been reported as a result of this event.